Event description:
Citation: yin c hu, et al. Cranial dural arteriovenous fistula: transarterial onyx embolization experience and technical nuances. J neurointerv surg. 2011 mar;3(1):5-13. Doi: 10.1136/jnis.2010.003707. Epub 2011 jan 6. Onyx migrated into a patient's left vertebral artery during her fifth procedure, causing partial occlusion. They hypoplastic left vertebral arter was then sacraficed with additional coils and n-butylcyanoacrylate (nbca). This patient had a very complex fistula, the complication was asymptomatic. This article contained a retrospective review of the barrow neurological institute endovascular database between october 2005 and november 2009 highlighted 50 patients with 63 cranial davfs that were treated with transarterial onyx, with and without adjuvant embolysates, for a total of 76 embolization procedures. In the series there were 35 men and 15 women. The patient's mean age was 56 +/-13 years (range 1-82 years).

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/21990779. The onyx was not returned for analysis therefore the event cause could not be determined. The lot history record review was not possible since the lot number was not reported. (B)(4).